Event description:
It was reported the pt was sitting in a massage chair while receiving a pedicure. After the pedicure, the pt experienced numbness in her feet and "tingling in my finger tips". The pt also indicated her feet felt like rubber, causing walking difficulty. The stimulation was still felt in her back, but no stimulation was felt else where. When the device was off, she continued to feel the tingling sensation in her fingers and had rubbery feet. The pt had an appointment scheduled with the healthcare provider on (B)(6) 2010. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).